Manufacturer narrative:
Date of event: month and year was provided: (B)(6) 2019. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the vessel." It is likely that that the actual sample was trapped by some factors; subsequently in that trapped state, it was subjected to external force beyond the product strength, resulting in the tip getting broken off. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. Please see MDR 2243441-2019-00103 for the importer report. (B)(4).

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "during aortogram with right lower extremity runoff, physician was using a glidewire gold and the tip of the wire became lodged in plaque, in the patients right anterior tibial artery. The tip of the device broke off and remained in the plaque. Decision made to leave in".